Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report the patient was not recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available as the reporter declined further follow up.

Manufacturer narrative:
It was reported that the cause of the peritonitis was ¿possibly a fungal infection¿ (no further detail was provided). On an unreported date, the patient began treatment for the peritonitis with unspecified infusions and injections (doses, frequencies, routes were not reported). On an unreported date, peritoneal dialysis (pd) was discontinued. At the time of this report, pd therapy remained discontinued and the peritonitis event was not resolved (no further information was provided). Should additional relevant information become available, a supplemental report will be submitted.